Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue with an adc device was reported by caregiver (parent). The sensor detached prematurely after 1 day of wear and as a result, the customer was unable to monitor glucose via sensor. The customer experienced hypoglycemia with seizures and was provided glucagon and sweets for treatment by the caregiver. There was no report of death or permanent injury associated with this event.